Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt connected to the pt cable, the pt could feel the pump stop and a red heart alarm occurred. Low speed events and pump stoppages were confirmed when the pt history was reviewed with a modified ungrounded pt cable. The pt presented to the clinic and the pt's percutaneous lead was examined. Upon visual inspection, trauma to the external portion of the lead was not noted. The pt was switched to their backup system controller without resolution. X-rays were taken and there was no indication of damage to the external portion of percutaneous lead. Compromise to the internal portion of the percutaneous lead is suspected. It was reported that the pt will remain in the hospital until a heart is available for him to receive a heart transplant.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.